Manufacturer narrative:
Model number/catalog number: sc-2208-50t, serial number: (B)(4), batch/lot number: a27695, model/catalog description: st linear trial lead 50cm. Model number/catalog number: sc-2208-70, serial number: (B)(4), batch/lot number: 172655/a37548, model/catalog description: st linear lead 70cm. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason. No further information could be obtained.